Manufacturer narrative:
It was found that the brake rod base frame welded brackets had broken off which prevented the brakes from engaging. The issue was resolved for the customer by replacing the unit.

Event description:
It was reported via repair work order that the brakes could not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.